Manufacturer narrative:
The investigation of this complaint consisting of an evaluation of the ventilators logs and findings of our field service engineer has been completed. The field service engineer (fse) found the expiratory channel printed circuit board (pcb) faulty. It was replaced and the ventilator was returned to service. The replaced expiratory channel printed circuit board (pcb) was retained by the hospital and not returned for investigation. The logs show that the ventilator failed the pressure transducer and the safety valve tests during pre-use check with a message that the safety valve did not close. The safety valve test checks and if necessary adjusts the opening pressure for the safety valve and checks that the hardware signals related to the safety valve function properly. This pcb contains electronics that include microprocessor for control of the safety valve functions in the inspiratory section of the device. The reported big leak was the safety valve that was open when it was supposed to be closed. The cause was most probably the replaced the expiratory channel pcb but what failed on this board has not been determined.

Event description:
It was reported that the ventilator gave a big leak during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).